Event description:
This lead was implanted on (B)(6) 1993 and capped on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).